Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection revealed one external abrasion at the connector portion of the lead, breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. The exposure of the outer coil likely caused the reported decreased lead impedance. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at the time of explant.

Event description:
It was reported that the atrial lead had decreased pacing lead impedance due to an insulation failure. The lead was explanted and replaced and there were no patient consequences.